Event description:
After aortic sizing, the surgeon requested a 27cavg. Surgeon stated the valve resembled a 23mm not a 27mm. The nurse showed the surgeon the label for the 27mm. The surgeon applied 16 stitches, pleating the annulus around the cuff. The pt required reoperation due to post-operative bleeding. It is unknown if the valve is still implanted.

Event description:
In 2000, the dr implanted a 27mm st. Jude medical coated aortic valved graft prosthesis (model 27cavg-404). According to the info received, the annulus was sized for a 27 mm valve. When the surgeon received the valve, he believed it was a size 23 mm valve instead of the labeled 27 mm. The surgeon applied sixteen stitches and "pleated the annulus" around the cuff. The pt experienced postoperative bleeding, which necessitated reoperation. It was reported cat exploration indicated the valve size was 24 mm and the surgeon considered the "actual size of the valve inferior to the labeled 27mm", which could have caused the bleeding. The pt had a history of "aortic annuloectasis" and was reported to have "a normal life". No additional info was available, including the sizing technique used.